Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿patient¿s mini set broke¿. The issue was further described as ¿a separation between main body (light blue) and twist clamp¿ of a minicap transfer set. This occurred while disconnecting after use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient was given antibiotics as a prophylactic treatment. No additional information is available.